Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201 biopsy and f2203 - imaging required. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease flat, wear abrasion and brown particle in the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Device has been explanted.